Event description:
Approximately 19 days post implantation of a viabahn device for treatment of a pseudoaneurysm of a pre-existing gore propaten vascular graft, the patient presented with intra-stent stenosis. A pta procedure was performed. The device remains implanted. There was no allegation of product deficiency made by the physician. This event is part of a data collection study performed by the physician.

Manufacturer narrative:
Medwatch @ 2017233-2007-00403 was submitted for the gore propaten vascular graft. The device remains implanted. Attempts to obtain further information regarding the event were unsuccessful.